Manufacturer narrative:
Philips service replaced the flexvision pc and hard disk spare part, configured them, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the large monitor intermittently blanked due to flexvision pc hard drive errors on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.